Manufacturer narrative:
The complaint investigation indicated that the root cause of the issue was a use error in sample management performed by the customer that resulted in an incorrect assignment of the demographic details of a patient to another one in aliniq ams. A barcoded sid label was re-used in the laboratory before a 7-days¿ time frame period configured in aliniq ams. As a consequence of this action, the aliniq ams associated the results received for the instrument to patient ID (B)(6), which was still present in the middleware database and linked to this sid (B)(6). Conversely, the lis associated and released the results received from aliniq ams to patient ID (B)(6), also associated to sid (B)(6). Since the correct patient details were in the lis that matched the sid, the results were reported correctly. Given that no incorrect behavior was identified in aliniq ams and the correct patient details and results were eventually reported correctly in the lis, no corrections have been taken. No re-occurrence of the events have occurred. Trending review determined no trends for the issue for the product. Device history record review did not show any potential non-conformances, a review of the product labeling concluded that the issue is sufficiently addressed. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified with the aliniiq software.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a patient processed on (B)(6) 2023 with sid(B)(6) had details from a different patient in the ams. The correct patient details were in the lis that matched the sid therefore the results were reported correctly. No impact to patient management was reported.